Event description:
It was reported that the ilet stopped delivering insulin and the device displayed alerts indicating low and out-of-insulin status; review of system logs showed that insulin delivery had been paused. Symptoms included hypoglycemia and hyperglycemia, with reported glucose values as low as 39 mg/dl and as high as 401 mg/dl, and extended duration outside the target range. Outcomes included no ketone testing, no professional medical intervention, and no assistance required for back-up therapy. Investigation included review of engineering logs and troubleshooting with education. Investigation of this case revealed that insulin delivery was paused and the device reported low and empty insulin conditions, which aligned with the observed glycemic excursions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.